Event description:
This spontaneous report was received on (B)(6)-2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach access daily flosser, for dental cleaning (route-dental, lot number 3481d, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed that the flosser heads were falling apart while using it. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach access daily flosser, for dental cleaning (route-dental, lot number 3481d, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed that the flosser heads were falling apart while using it. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on 22-oct-2012: review of data associated with this complaint revealed no adverse trends and no trend involving lot number 3481d. Field sample for product reach access daily flosser lot 3481d was received open, consisting of one apparently unused disposable head. The returned sample and retain sample were evaluated according to product specification and met specification. Device history records reviewed for lot 3481d found no non-conformances or deviations related to complaint event description. Review of the investigation, device history records, retain sample evaluation, product changes, documentation did not indicate reach access daily flosser lot 3481d failed to meet specifications. The returned field sample was examined and did not exhibit evidence of the reported defect. Complaint trends will continue to be monitored. The report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is 07-nov-2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4)-2012. This closes out this report unless other additional significant information is received.